Manufacturer narrative:
Product analysis: analysis was unable to confirm or reproduce customer comment that the analyzer failed to test and sense. The analyzer passed all console and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure, the analyzer failed to test and sense. A replacement analyzer was used to complete the procedure. The analyzer is expected to be returned for service. No patient complications have been reported as a result of this event.